Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system reported a syncope episode. The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). Upon review, the egm showed no recorded arrhythmia events that correlated with the syncope. Further review of the egm showed right ventricular (rv) lead pacing outputs to be at 0.1v at 0.4ms essentially appearing have been programmed off. The device appeared to function as programmed. No adverse patient effects were reported. This rv lead remains in service.